Manufacturer narrative:
This report is being amended to reflect changes. Visual inspection of the tibial component confirmed that foreign material was present on the posterior surface. One of the pegs was cut off from the plate and not returned. Scratches can be seen on the anterior surface of the tibial plate. Dimensions found the part to be conforming to print specifications where measured. Review of the device history records for tibial component did not find any deviations or anomalies. This device is used for treatment. A field action was conducted on (B)(6) 2015 in which zimmer voluntarily removed the persona trabecular metal tibial implant from the field due to a higher than anticipated complaint rate for radiolucent lines and loosening. The device in question was implanted prior to this field action. FDA recall z-1266-2015 contains the related tibial lot number. The CAPA investigation determined that the likely root causes for the higher than anticipated complaint rate are that the persona tm tibia allows the potential for the tibial implant to sit proud on the resected tibial surface and the persona tm tibia has less initial stability than predicated devices.

Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that the patient was revised due to pain and swelling. During the revision the tibial component appeared to be partially ingrown. The lateral peg was completely ingrown and the medial peg did not appear to be.